Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reported that two of his insulin cartridges, from the same lot, leaked while filling them. He stated that this has happened about once per month for the past year. He no longer has the cartridges or boxes from the previous incidents over the past year, so he is unable to supply the lot numbers from the previous leaky cartridges. No adverse event was reported. The insulin cartridges have all been discarded; therefore, no product could be requested to be returned for product evaluation.